Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The device was returned and visual examination of the returned part shows signs of repeated use, wear and missing ball bearing. DHR was reviewed and no discrepancies were found. This device is confirmed to have been a part of a previous investigation. It was recommend to not use ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change, therefore, the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the provisional shim was returned to zimmer biomet with one ball bearing missing. No adverse events are known due to this malfunction. Attempts have been made and no further information is available.